Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx does not finish the test in the load test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on a heartstart mrx device indicating that the load test did not finish. Available information indicate that the device's load test did not finish. Details provided through a good faith effort state, it is necessary to replace the defibrillator capacitor assy. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor assy. The reported problem was confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened